Event description:
Ous MDR - boston scientific received info that the pt with this system experienced itching and a wart was observed around the device pocket area. The pacemaker, ra and rv leads were explanted. Implant and explant dates were not provided.

Manufacturer narrative:
Ous MDR.